Event description:
Customer received readings of 117 mg/dl, 308 mg/dl, 115 mg/dl, 285 mg/dl within 10 minutes on the aviva system. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.